Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have missing bipolar pins. Bipolar pins on the distal end are visibly missing. The missing pins are not returned with the instrument. This causes the jaws no move uncontrollably.

Event description:
It was reported that the 8mm prograsp forceps had a self explanatory issue. Isi followed up with the initial reporter and obtained the following additional information: the whole instrument didn't even hold together. The reported had no idea if the instrument was used or what happened. They had received the instrument from storz people who handle robot instruments.